Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited impedance greater than 3,000 ohms and increased pacing thresholds. Guidant received additional information that an invasive procedure was performed an an atrial lead fracuture was revealed. The insulation appeared to be intact.